Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl (1500mcg/ml at 75mcg/day) and prialt (25mcg/ml and 1.2mcg/day). Indication for use was noted as post lumbar laminectomy syndrome and spinal pain. It was reported that there was a bridge bolus programming error. The dose was entered incorrectly. It was reported that the patient's daily dose of fentanyl 75mcg/day was entered in stead of prialt for the old drug desired dose. The patient had called and reported feeling symptoms of weakness in the legs and nausea approximately 1.5 hours after their drug refill. The patient reported that "it was hard to walk and when they were up right they felt sick." They it to run for about an hour before it was caught, he then stopped the pump and reset it back to the 1.2mcg/day. The patient was doing fine on (B)(6) 2015.